Manufacturer narrative:
Correction: section a.3. Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent programming of the device and reported an improvement in sound quality. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicated impedance issues. Programming adjustments were made; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.